Manufacturer narrative:
(B) (4) - lens sutured in eye, (B) (4) (no lens malfunction), (B) (4).

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens. The surgeon felt the pt had enough capsule to hold the lens and the surgeon tried to position the lens in the eye. But the lens kept falling back in the capsule, there was no capsule support. The lens was cut out and the incision was enlarged slightly to remove the lens. Another same model lens was implanted and sutured into the eye. The surgeon stated the event was due to the pt's condition and was not lens related.